Manufacturer narrative:
As reported, fluid leakage was noted from the bard/davol hydrosurg plus irrigator at the end of the case. The subject device was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Based on evaluation of the device it appeared that the fluid leak presented and passed the lip seal barrier. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during an unknown procedure on (B)(6) 2021 the bard/davol hydro-surg irrigation device leaked fluid. The issue was noted at the end of the procedure. It was reported that the device did function as intended. There was no reported patient or user harm.